Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and was oversensing with inhibition. The lead was initially reprogrammed but was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).